Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was confirmed. -medical records received and evaluation: medical records document a large bone cyst in the ventral lateral proximal tibia at primary arthroplasty that was filled with autologous bone graft. During revision surgery this area was reported to have collapsed with subsidence of the lateral section of the baseplate with some 15-mm. No x-rays are available for review and no implants were returned for investigation. The most relevant finding in this case is the presence of a large bone cyst in the ventral lateral area of the proximal tibia as reported during primary arthroplasty. This is a typical patient related problem as it is related to the presence of degenerative changes in the knee that were present prior to arthroplasty. The bone defect was filled with autologous bone graft but due to an adverse mix of patient-related factors regarding osteoporosis, lack of incorporation of the bone graft occurred leading to early collapse of the defect area with revision surgery required. No evidence for either procedure-related or device-related factors playing a role and as such the failure mode of this pi case is multiple patient-factor related and not device-related. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: medical review of the information provided indicates that an adverse mix of patient-related factors regarding osteoporosis, lack of incorporation of the bone graft occurred leading to early collapse of the defect area with revision surgery required. X-rays and product return are required to evaluate the potential procedural-related and device-related factors. Based on the information provided at this time there is no evidence for either procedure-related or device-related factors playing a role and as such the failure mode of this pi case is multiple patient-factor related and not device-related.

Event description:
It was reported that triathlon knee replacement was on (B)(6) 2013, now tibial component subsidence probably due to osteoporosis, replacement of tibial insert.

Event description:
It was reported that triathlon knee replacement was on 2013 (B)(6), now tibial component subsidence probably due to osteoporosis, replacement of tibial insert.